Event description:
A nurse reported that very dull blades were noted during two surgeries. Each of the two procedures were completed without exchanging to an alternate knife. There was no impact to either pt.

Manufacturer narrative:
No sample was received by mfg for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg., any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional info was requested. (B)(4).